Manufacturer narrative:
Batch review performed on 27 april 2022. Lot 2103236: (B)(4) items manufactured and released on 26-may-2021. Expiration date: 2025-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly 2 months after primary. The surgery was completed successfully.